Event description:
Io 10 caught on fire. Started smoking - oral-b device catching fire. Case narrative: consumer via phone stated that the oral-b io10 caught on fire and started smoking. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.